Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported stromal opacity (central toxic keratopathy), intense pain in the central area with palpebral edema and conjunctival hyperemia in the patient's left eye following photorefractive keratectomy surgery. The patient's symptoms were improving. There are two related reports for this patient. This report addresses the patient's initials apm right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. Latest preventive maintenance and confirmed device met specifications as per service installation record. Pre and post-op data was requested but not provided therefore a deeper investigation from a clinical point of view cannot be performed. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The system passed successfully all initialization steps. The user performed the gas change, the scanner test, the needed energy check and eyetracker test without any issue. The logfile shows three successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed an energy check before the reported treatment. The energy was stable during the whole day. The logfile shows that the reported treatment was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could not be identified by the investigation, but there is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).